Event description:
It was reported the implantable neurostimulator (ins) had been at end of life since (B)(6) 2012. It was stated the stimulation never worked for the patient's lower back. The trial "worked fine" for the patient, but the ins did not. It was stated a lead was re-implanted, but "it still did not stimulate above the hips." It was stated the patient had the procedure twice, but it "never helped" the patient's back pain. It was unclear if the lead procedures occurred before the ins reached end of life. It was noted the patient was "in the process" of replacing the ins. It was stated by the patient that the healthcare provider was to replace the ins due to lumbar degenerative disc disease. It was indicated by the patient that the ins "does not work" and it had "failed twice." If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 748951, serial# (B)(4), implanted: (B)(6) 2003. Product type: extension: product ID 748951, serial# (B)(4), implanted: (B)(6) 2003. Product type: extension: product ID 7435, serial# (B)(4), implanted: (B)(6) 2003. Product type: programmer, patient: product ID 3998, lot# j0406043v, implanted: (B)(6) 2004. Product type: lead: product ID 3998, lot# lb6920, implanted: (B)(6) 2003, explanted: (B)(6) 2004. Product type: lead. (B)(4).